Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was difficult to interrogate as inductive telemetry was very slow. It was noted that multiple programmers were used yet the issue was still present. Rf wand telemetry was recommended. No further information.

Event description:
New information received notes that telemtry is now working on the device. It was noted that interrogation via rf wand was not attempted and that the device's primary mode of telemetry was working smoothly.